Event description:
This is filed to report deployment difficulty. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced in the patient and placed on the mitral valve. While deploying the clip, it would not release from the shaft of the cds. Extensive troubleshooting was performed and the clip was able to detach. A second clip was implanted and the procedure was complete with a final mr grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Subsequent to the initial report filed, additional information received stating this complaint ((B)(4)) is a duplicate of (B)(4). An initial report has been filed in both complaints and a supplemental has already been filed in (B)(4) (MFR report # 2135147-2022-02020). The device was returned, but (B)(4) has capture the information on the returned device as this cn is a duplicate of (B)(4). Therefore, information contained within this complaint ((B)(4)) been amended to reflect no patient effects and device malfunctions. As there was no device malfunction or patient effects reported in this complaint, there is no indication of a product issue with respect to manufacture, design or labeling.